Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have stoppers open during transport and leak. There was no other health impact or consequences reported.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have stoppers open during transport and leak. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper function and all tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.